Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic rectum procedure that while trying to put the contour through the device, the pneumo was lost and the top of the device broke. They had to do an open surgery. The incision could be extended 4 or 5 cm, more or less.